Event description:
Reporter indicated that vns patient passed away due to pneumonia. It was reported that device settings were adjusted two weeks prior to death, at which time off time was reduced from 5 minutes off to 3 minutes off. It was reported that no death certificate of autopsy report would be provided. The generator was not explanted. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.